Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the glabella and oral commissures with .75 ml of juvéderm® volbella¿ xc. The syringe was expired at the time of injection. Four months later, the patient experienced undereye swelling and inflammatory nodule. The etiology noted as hypothyroidism and ebv positive. A month later, the patient experienced ¿large bumps¿ on the oral commissures that were ¿hardened and palpable¿ and a ¿quarter-sized bump¿ on the glabella where juvéderm® volbella¿ xc was injected. The patient was treated with 150 u of hyaluronidase to each undereye and was prescribed medrol dosepak and claritin. A week later, the edema and nodules subsided, and the patient was treated with hyaluronidase. Event is ongoing.